Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from patient's eye as the surgeon misunderstood the patient's desire to see distance and targeted near with a higher power lens. The lens was explanted in a secondary procedure and replaced with the same model lens with 22.5 diopter. The patient status is good. No other information is available.

Manufacturer narrative:
Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.